Event description:
Discovered a dose problem with exacta-med dispenser oral syringes. Expected to see 5 cc of oral digoxin in a syringe. There was only 4cc. Began looking at all oral syringes in this package and all had some evaporation. Other type of syringe (bd) was fine. Found many different syringes so feel it is not technician error.